Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the buffer valve and stirrer motor and cleaned the ise mechanism. The fse calibrated the system and ran qc's. The actual cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant sodium and chloride results were obtained on an advia 1200 for six patients. The results were reported to the healthcare provider(s). The samples were rerun and confirmed on the same advia chemistry 1200 system and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium and chloride results.